Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with an unspecified anti-inflammatory drug for the event. The peritoneal dialysis was ongoing during treatment. Approximately one month later, the patient experienced cloudy effluent again and was advised to seek medical attention, however, the patient has not yet sought medical treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022 and on an unreported in date (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.